Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. The unique device identifier (UDI) is not provided because the actual product information is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient ipg stopped providing therapy. It is unknown if the ipg depleted prematurely. As a result, surgery occurred during which the ipg was explanted and replaced to address the issue.